Event description:
Related manufacturer reference numbers: 2017865-2023-94481; related manufacturer reference numbers: 2017865-2023-94483; related manufacturer reference numbers: 2017865-2023-94484; related manufacturer reference numbers: 2017865-2023-94486; related manufacturer reference numbers: 2017865-2023-94487. It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right atrial (ra) exhibited high capture threshold and high pacing impedance and the newly placed implantable cardioverter defibrillator (ICD) exhibited failure to pace. The ra lead and the ICD were not implanted and alternates near at hand were implanted instead on (B)(6) 2023 to complete the procedure. Post procedure, the patient went into a coma and eventually passed away due to acute pulmonary embolism.